Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 4/11/2018 in a follow-up call; customer states he went into the hospital on (B)(6) 2018 in the morning due to shortness of breath. Customer states he has heart failure and was dehydrated. Customer states his glucose was over 1000 mg/dl while in the hospital and was control with insulin therapy. Medical intervention was needed since the last call related to sob and diabetes while in the hospital. Customer satisfied with the product performance.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. Wife also reported customer had been obtaining the e-5 error for the past few days; the e-5 error occurred after the test strip was inserted into the meter. Customer was using proper testing technique. Wife stated customer opened a new vial of test strips (same lot number) and continued to obtain the e-5 error. The customer's expected fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room cabinet. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is three weeks; a new vial of same lot number was opened on day of call. After realizing customer did not input correct results in his insulin pump for that morning, wife was no longer concerned with hi result. Wife did not want to run a test or continue with the call. The meter memory was not reviewed for previous test result history.